Manufacturer narrative:
A ge service rep performed an on site investigation. The hard rive was replaced and the software reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system mixed patient data and images. No report of patient injury.